Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a malfunction that the insulin printer was not connecting. The customer stated that they could not pull medication from pyxis and there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a malfunction that the insulin printer was not connecting. The customer stated that they could not pull medication from pyxis and there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin printer had failed. A field service engineer verified admin settings, deleted the printer, rebooted the station, and reconnected the printer. When the issue persisted, a technical support specialist uninstalled old drivers, installed new ones, and configured the printer in cfnadmin and cfnapp, successfully resolving the label printing issue. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.